Event description:
It was reported that the customer alleged that fluid had leaked through the mattress at the seams. It was reported that there was pt involvement; however, no adverse consequences were reported.

Manufacturer narrative:
Manufacturer's investigation is still ongoing; if additional information is received, a follow-up report may be submitted.